Event description:
Patient reported experiencing elevated blood glucose (500's mg/dl). Patient stated that she has a lot of scar tissue in her stomach. She stated that she can not use another site due to limited mobility from a stroke. She only uses her abdomen. The patient does not allow insulin to come to room temperature. She has been experiencing a lot of stress and less physical activity due to the stroke.